Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 461 mg/dl. The customer stated that positive result in ketone test. The customer feels ok to troubleshooting low blood glucose level. Customer took 5.6 units correction dosage at midnight. Customer felt that it was the infusion set that caused non delivery of insulin. Customer was offered to call emergency but the customer declined. The insulin pump was not returned for analysis.